Event description:
It was reported that balloon leaked. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotapro was selected for percutaneous coronary intervention. When the cocktail line was connected to the advancer during preparation, a large amount of cocktail water or saline leaked from the back of the advancer. The cocktail was also flowing from the tip of the burr, but there was also a large amount of leakage from the back. The procedure was completed with another of the same device. No complications were reported.

Event description:
It was reported that balloon leaked. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotapro was selected for percutaneous coronary intervention. When the cocktail line was connected to the advancer during preparation, a large amount of cocktail water or saline leaked from the back of the advancer. The cocktail was also flowing from the tip of the burr, but there was also a large amount of leakage from the back. The procedure was completed with another of the same device. No complications were reported. It was further reported that it was the rotapro advancer that leaked.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device did not identify any damages or defects. A microscopic examination of the device did not identify any damages or defects. The device was tested by connecting to the saline infusion line to test for a leak. There was no irregularity detected.